Event description:
It was reported that the patient was hospitalised on (B)(6) 2026 with hyperglycaemia and elevated ketones. The patient¿s blood glucose levels rose to 38.5 mmol/l (693 mg/dl) while wearing the pod between 25 and 36 hours. Reported symptoms include dizziness, anxiety and shaking. It was also reported that the patient had elevated ketones of 0.8 (unit and method of measurement not reported). The patient was treated with intravenous fluids. The patient was discharged the following day on (B)(6) 2026. The pod was discarded by the patient.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.2-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.